Manufacturer narrative:
(B)(4). The stent remains inside the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient experienced slurred speech, aphasia and right hand weakness after post dilatation of the xact stent in the left internal and left common carotid artery using a 5.0 x 20 viatrac balloon. The neurological symptoms were diagnosed as a transient ischemic attack and resolved after five minutes with the administration of intravenous integrilin. The patient also experienced hypotension post procedure that required treatment with neosynephrine, dopamine infusion, intravenous fluid bolus, and oral pseudoephedrine for two days. The patient was discharged home two days post procedure. There was no additional information provided.